Event description:
Psychiatric electroshock with adverse reactions including: severe short and long term memory loss, severe neck and shoulder pain disorientation, severe weight loss, loss of appetite, mm muscle tremors, hyperreflexia, and head pain.